Manufacturer narrative:
(B)(4). The complaint was not confirmed as no sample had been received for evaluation. The root cause was not determined. A batch review was not performed as no batch number was provided.

Event description:
A customer contacted baxter reporting that a titanium adapter separated from the patient's catheter during use. The adapter came apart at the connection to the catheter. Any report of patient injury or medical intervention is unknown. There had been no peritonitis at the time of the report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any significant supplemental information become available.